Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, g1, h6 a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6)2022 to (B)(6)2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers showed offline. The technical support specialist did a reset to the medbank application to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis medbank system drawer showed offline when the user tried to issue the medications to the patient. The customer stated that the system displayed the error message indicating the application was unavailable. There was a delay in getting the medications to the patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that the pyxis medbank system displayed the error message stating that application is unavailable since the drawers are offline. The customer stated this malfunction occurred when user trying to issue medication to the patient but confirmed that no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers are offline while user trying to issue medication to the patient. A technical support specialist confirmed that the issue was resolved by resetting the medbank application. The system functioned as intended after the technical support specialist troubleshooted the device.